Event description:
The physician was advancing the stent to the lesion site. He was unable to position the stent at the lesion. The guide, wire and stent backed out of svg. As the physician attempted to pull stent back into the guide, it became dislodged off of the delivery system on to the guide wire. Attempt was made to retrieve stent with snare device per radiologist without success at completion of cath, placement of stent undetermined.